Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted into the pancreas to treat a pancreatic pseudocyst during a procedure performed in early (B)(6) 2025. Prior to the procedure, imaging confirmed active bleeding within the cyst, and splenic artery coiling was performed to achieve hemostasis. After hemostasis was confirmed, axios stent placement was successfully completed. The patient was subsequently transferred back to the referring hospital for follow-up. Stent removal was planned for approximately one month later, around the second week of october. However, recurrent cyst hemorrhage occurred prior to the planned removal, and coagulated blood was noted to have clogged the lumen of the axios stent. On (B)(6), the patient was transferred back to toho omori hospital one week earlier than scheduled for stent removal and necrosectomy. During the procedure, the stent was found to be positioned close to the cardia. Initial attempts to grasp and remove the stent with a snare were unsuccessful. After more than one hour of attempts, including switching to a lateral-view endoscope, the stent was successfully removed. Immediately following extraction, active bleeding was observed. Continuous blood flow impaired endoscopic visibility, making it difficult to identify the bleeding site and perform endoscopic hemostasis. Hypotension was noted, and emergency blood transfusion was administered. Hemostasis was ultimately achieved via angiography. The patient remained conscious throughout the procedure, and hemostasis was confirmed. The patient's condition was reported to be stable as of (B)(6) 2025.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code f2202 captures the reportable event of an endoscopic procedure to treat the malfunctioning stent. Imdrf device code f2301 captures the reportable event of an additional device required to remove the malfunctioning stent.